Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a signal artifact monitoring episode (sam) due to minute ventilation (mv) oversensing. Furthermore, high out of range pacing impedance measurements and noise were exhibited by the device. The mv feature was disabled. It was determined that this was due a lead fracture of the right atrial lead. It was decided to reevaluate the patient in the near future. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the complaint description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a signal artifact monitoring episode (sam) due to minute ventilation (mv) oversensing. Furthermore, high out of range pacing impedance measurements and noise were exhibited by the device. The mv feature was disabled. It was determined that this was due a lead fracture of the right atrial lead. It was decided to reevaluate the patient in the near future. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a signal artifact monitoring episode (sam) due to minute ventilation (mv) oversensing. Furthermore, high out of range pacing impedance measurements and noise were exhibited by the device. The mv feature was disabled. It was determined that this was due a lead fracture of the right atrial lead. It was decided to reevaluate the patient in the near future. This device remains in service. No further adverse patient effects were reported. Additional information was received detailed this lead was surgically abandoned. An an x-ray exam was performed. Another lead was implanted instead. No further adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the complaint description for more information regarding the specific circumstances of this event.